Manufacturer narrative:
Product was not returned to MFR. If product is returned, will reopen case.

Event description:
"Surgeon placed c2201 @ umbilicus, noted no audible/tactile, confirmation of entry switched to c2202 (patient was mildly obese). Again no confirmation of entry w/longer needle. Abdomen ws insufflated and a perforation of the mesentery was discovered. Procedure was delayed while awaiting consult from second surgeon. Both surgeons evaluated the injury and decided no further intervention was required. Patient was released same day."